Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965,, lead, (B)(6) 2007; d314trg, bi-ventricular defibrillator, (B)(6) 2011; 5524m-53, lead, (B)(6) 1992. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited a spike in impedance on the low-voltage portion of the lead. The lead had chronic high thresholds that resulted in an inability to pace, high impedance on the low-voltage portion of the lead and a possible fracture. The rv lead was capped and the low-voltage portion of a second rv lead was uncapped to use for pacing and sensing. No patient complications have been reported as a result of this event.